Manufacturer narrative:
Other text: device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the hospital experimented on the product after cases of micro aspirations, and found that cuffs were leaking. The functionality tests were performed in the presence of a smiths rep and it was observed that inflated cuffs showed leaks and bubbles when immersed in transparent container filled with water. Additionally, it was alleged the spring valve of the pilot balloon wasn't working right. The test was done in 189 and 199. They blew the cuff with air at 30 cm as recommended on the tube, then detached the manometer. They reconnected the manometer and after a second and observed that the reading dropped 26cm in size 7 and 8 et. The pressure was not getting stabilized and was continuously dropping. This is the same thing they are experiencing at patient bedside thought they were maintaining the cuff pressure for 3 times a day and still having vap case. Also tried to use 199 plain et and found the pressure was not getting stable, continuously dropping. They used 10 units to assess the functionality with the same outcome. No patient injury was reported.